Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 4" (10 cm) appx 0.40 ml, smallbore trifuse ext set w/3 microclave¿, 3 clamps, rotating luer where the customer reported that they are having the luer triple sets disconnecting from cvl claves. Other products involved at the time of event were mc100 and b3300. The product was in use for few hours when disconnection was observed. There was patient involvement, no human harm or adverse event, and unknown delay in therapy.

Manufacturer narrative:
One new and one used samples #b33098 with one microclave were returned for evaluation on 4/11/24. As received no physical damage or anomalies were observed. The male luer slip retention test were performed to the used and the new sample and the results were within specifications and met the iso design specification. Complaint of disconenection / loose cannot be confirmed or replicated.. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received on 23 april 2024. A medsun mandatory medwatch report (MDR report #: mw5153673) which stated ¿there have been a few occurrences of trifuses spontaneously disconnecting from claves on patients' cvl tubing. The clear circular end has a prong that inserts into a blue clave and then the clear circular part twists onto the clave to keep it secure. However, the clear circular part round. The prong seems to be stripped or is not threading appropriately when trying to twist it into the clave. This is resulting in the prong popping out and the triple set disconnecting from the cvl without touching.¿

Event description:
Additional information was received stating that there were no issues noted on the ICU med mating devices, mc100 and b3300.

Manufacturer narrative:
Additional information b5 section.